Event description:
It was reported that cartridge alarms occurred during insulin delivery. Additionally, it was reported that the pump battery was depleting quickly. There was no reported adverse impact to the customer¿s blood glucose level. There was no reported adverse impact to the customer¿s blood glucose level.